Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as it is unknown with the obtained information if the reprocessing has been implemented in line with the instructions for use, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation in event, the adhesive around light guide lens was peeled. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The switch box had a scratch. The scope cover had a scratch. Lock engagement knob had discoloration. The up/down knob had a scratch. The right/left knob had a scratch. The scope connector had a scratch. The universal cord had a scratch. The grip has a scratch. The suction cylinder was shaved. The control unit had a scratch. The electrical connector had discoloration due to water leakage. Due to wear of angle wire, the play of u/d knob was out of the standard value. The connecting tube had a wrinkle. Due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope air and water supply was poor. There was no report of user or patient harm associated with this event. During incoming inspection, a foreign object clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.